Manufacturer narrative:
This report is being filed on an international product, list number 07k70-31 (architect total psa) that has a similar product distributed in the us, list number 06c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect total psa (prostate specific antigen) results on a 78-year-old male patient who was diagnosed with prostatic hyperplasia. The physician questioned the result since the patient had no surgical treatment for prostatic hyperplasia. The patient is being tested every six months and the result was not consistent with the patient¿s historical results. The customer retested the sample and the repeated result was similar to the initial result. The following data was provided: (B)(6) 2023 initial result = 0.036 ng/ml (B)(6) 2023 repeat result (same sample as (B)(6) 2023) = 0.032 ng/ml previous result from (B)(6) 2023 = 12.04 ng/ml previous results prior to (B)(6) 2023 were around 12 to 20 ng/ml the patient is on the following medications: eviprostat, betanis no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect total psa result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 49503fn00 and complaint issue. The overall performance of the architect total psa assay was reviewed using field data from customers worldwide. The median patient population result for lot 49503fn00 falls within 2sd of the established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. The reason for the difference in result values observed by the customer for this patient sample is unclear; however, it is possible that reagent or sample integrity issues or an instrumentation issue at time of testing may have contributed. Details regarding reagent and specimen handling and precautions are documented within the product package insert, including that insufficient processing of sample, or disruption of the sample during transportation may cause depressed results. Per the limitations of the procedure section within the product package insert, low psa concentrations are not always indicative of the absence of cancer. Serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. The psa value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures such as digital rectal exam. Based on the investigation, no systemic issue or product deficiency for architect total psa reagent lot 49503fn00 was identified.

Event description:
The customer reported falsely decreased architect total psa (prostate specific antigen) results on a 78-year-old male patient who was diagnosed with prostatic hyperplasia. The physician questioned the result since the patient had no surgical treatment for prostatic hyperplasia. The patient is being tested every six months and the result was not consistent with the patient¿s historical results. The customer retested the sample and the repeated result was similar to the initial result. The following data was provided: (B)(6) 2023 initial result = 0.036 ng/ml (B)(6) 2023 repeat result (same sample as (B)(6) 2023) = 0.032 ng/ml previous result from (B)(6) 2023 = 12.04 ng/ml previous results prior to (B)(6) 2023 were around 12 to 20 ng/ml the patient is on the following medications: eviprostat, betanis no impact to patient management was reported.